Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer treated herself with a manual injection. The customer received multiple no delivery alarms from her insulin pump. The customer states, she changed her reservoir and infusion set multiple times but was unable to clear the alarm. Standard troubleshooting was performed. The customer stated previous infusion sets had occlusions in the form of air bubbles. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).